Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. Water was aspirated through the instrument/suction channel. There were no abnormalities with accessories used for reprocessing. The instrument channel outlet was wiped with lint free cloth, brush or sponge. The instrument channel was brushed. An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on video cable, water tightness is lost. Connecting tube had a dent and wrinkle. The coating of the connecting tube was peeling. Electrical contact of video connector was shaved. Venting connector of light guide connector had corrosion. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to a dent on channel tube, forceps and channel cleaning brush could not be inserted smoothly. The paint of the control section plate was peeling. Universal cord had scratches. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the cysto-nephro videoscope exhibited leakage. The device was returned and an evaluation at the repair center revealed presence of foreign material inside the forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the foreign material was found adhered to the forceps channel, however, the specific material could not be identified. It is likely that the physical damage to the device prevented removal of the foreign material as it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The presence of foreign material may be prevented by the following chapters in the instructions manual: "chapter 5: safety of cleaning, disinfection, and sterilization", "chapter 6: application and conditions of cleaning, disinfection, and sterilization", "chapter 7: "cleaning, disinfection, and sterilization procedures", and "chapter 8: combination with cleaning and disinfection equipment.".